Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity in the posterior subcapsular region. At a later date, the lens was explanted. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim (B)(4).

Manufacturer narrative:
E2: yes. E3: physician. Claim (B)(4).

Manufacturer narrative:
Corrected data: b2. "Other serious or important medical events" should be removed and "required intervention to prevent permanent impairment/damage" be added. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).